Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a truseal device with related watchman delivery system (wds) in the sheath with the anchors of the implant protruding out of the tip. The devices were separated during lab analysis. The devices were bloody. Analysis of the tip and sheath included microscopic and visual inspection. Inspection revealed tip damage (delamination/stretched/misshapen/bent), and sheath damage (buckled/kinked) located 4.5cm and 30cm from the tip. Inspection of the rest of the device found no other damage or defect. The truseal sheath had significant sheath buckling/kinking and tip damage which impeded functional testing of the returned wds, preventing functional testing from completing. The reported difficulty recapturing the implant and the sheath kink were confirmed.

Event description:
It was reported that a kink occurred and device recapture was difficult. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The access sheath and delivery system were inserted into the laa, and the device was deployed. The position was too distal, and since a leak remained, a partial recapture was performed. The device was redeployed but the position was too proximal, so a full recapture was performed. When the device was attempted to be retracted into the access sheath, the device could not be pulled in with the core wire near the distal marker band of the access sheath. Deployment and retraction were performed again repeatedly with the catheter being pulled into the left atrium, but deployment could not be performed. Since a kink was suspected under fluoroscopy (unnatural bending was confirmed on the access sheath), the access sheath was removed outside the body. When it was checked visually, the device anchor was stuck in the access sheath, and the light blue part of the access sheath was kinked. A new access sheath and delivery system were used and the device met release criteria and was released.

Event description:
It was reported that a kink occurred and device recapture was difficult. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The access sheath and delivery system were inserted into the laa, and the device was deployed. The position was too distal, and since a leak remained, a partial recapture was performed. The device was redeployed but the position was too proximal, so a full recapture was performed. When the device was attempted to be retracted into the access sheath, the device could not be pulled in with the core wire near the distal marker band of the access sheath. Deployment and retraction were performed again repeatedly with the catheter being pulled into the left atrium, but deployment could not be performed. Since a kink was suspected under fluoroscopy (unnatural bending was confirmed on the access sheath), the access sheath was removed outside the body. When it was checked visually, the device anchor was stuck in the access sheath, and the light blue part of the access sheath was kinked. A new access sheath and delivery system were used and the device met release criteria and was released.